Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 440 mg/dl to 500 mg/dl and a large ketone level identified as dangerous. Reportedly, customer was using insulin other than u-100 humalog or u-100 novolog. Subsequently, the customer went to the emergency room (ER). Bg was treated with intravenous insulin, saline, and anti nausea medicine. Reportedly, customer left the ER the same morning, with customer in stable condition (bg unknown). Reportedly, after release from the ER, the customer's bg level was still ranging from 400-500 mg/dl with a large ketone level identified as dangerous; customer returned to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and potassium. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.